Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (25 mg/ml, 3.003 mg/day) and bupivacaine (0.9 mg/ml, 0.10811 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the catheter incision became infected with a sinus tract to the skin, there were no known environmental, external or patient factors that may have led or contributed to the issue. No troubleshooting was needed. Surgical intervention occurred: the pump and catheter were completely explanted due to infection on the date of this report and would be replaced after the infection was resolved. The pump would not be returned as it was discarded by the customer. It was reported that the issue was resolved at the time of this report. The patient's status at the time of this report was stated as "alive - no injury." The patient¿s medical history included chronic pain. No further complications were reported.